Event description:
The customer reported to olympus, the high-definition lcd monitor could not power up. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, impact on the lcd filter screen was noted, no image was displayed on the lcd screen. It was also noted, the age of the circuit board and stress that is caused by heat and humidity have probably affected its performance over time and contributed to this equipment breaking down. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the device's inability to power on occurred because the device malfunctioned due to a faulty g1 board. However, the root cause could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.